Manufacturer narrative:
Updated information. Added information. Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such, the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Corrected information.

Event description:
It was reported that, during a menicus refixation procedure, the second t did not trigger: the anchor was removed from the patient. A back-up device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a menicus refixation procedure, the second t did not trigger, it was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.